Event description:
During robotic assisted lap chloe an endo cath bag was introduced and malfunctioned- ripped off the deployment device . String stayed attached to bag and was cut from deployment device.